Event description:
The clamp broke off before use. Equipment fault - they come in a box of 10. Pinch clamp keeps water from coming out of balloon. 6 out of 10 have broken. Different people have used them - not user error. Manufacturer will swap out all catheters with this lot number. The patient was undergoing a hysterosonogram.